Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H6: updated method and results code for manufacturing and sterilization evaluations. H10/11: added medical record information. D2: added common device name d4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. [Missing records: records for surgery for hernia where piece of mesh was placed were not provided.] On (B)(6) 2006: (B)(6), md. Operative report. Attending surgeon: (B)(6), md. Preoperative diagnoses: incisional hernia. Postoperative diagnoses: incisional hernia. Procedure: incisional hernia repair with removal of old mesh and placement of gore and dual mesh 15 x 19 x 1 cm in dimensions. Anesthesia: general endotracheal anesthesia. Blood loss: 75 cc. IV fluids given: 1600. Urine output: 250. Complications: none. Brief history: ¿the patient is a 44-year-old white male who underwent previous surgery for diverticulitis including a sigmoid colectomy and then had a hernia for which patient was taken back to surgery and a piece of mesh was place. This was done approximately 2 or 3 years ago. He is now returned to clinic with defect and a bulge in the upper midline and left lateral portion of his abdomen. On physical exam, you can palpate the edge of the mesh and the defect is superior to that. After appropriate discussion about risks and benefits of the procedure, patient was consented, brought back to the operating table and placed in the supine position and general endotracheal anesthesia was begun successfully. Foley catheter was placed and was prepped in standard surgical fashion. Using previous midline incision and going superior to that, a midline incision was made with a #10 blade and carried own with electrocautery device. During our dissection it was immediately obvious where the edge of the mesh was and where to defect existed superior to the mesh. Using sharp dissection with metzenbaum scissors, the fascial edges were cleaned off the bowel contents were reduced and then the mesh was removed by a combination of sharp dissection with metzenbaum scissors to free up the bowel and then electrocautery device to remove the mesh in its entirety. This was sent off to pathology. The defect then measured 15 x 7 cm. We chose to place a gore dual mesh that was 15 x 19 x 1 cm in dimensions. We sutured this down below the mesh with 2-0 pds suture in interrupted fashion. This was done circumferentially and then the deep dermal layer was reapproximated with the 2-0 vicryl suture and skin edges were approximated with skin staples. The wound was dressed with gauze and abdominal pad. The patient was awakened from anesthesia and was brought back to the recovery room in good condition, tolerated the procedure well.¿ on (B)(6) 2006: (B)(6) clinics. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 03822828. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc04/03822828) was implanted during the procedure. On (B)(6) 2010: (B)(6), md. History and physical. Long history of recurrent ventral hernias. I have repaired at least one of these. I think I repaired the last one laparoscopically. Very difficult case. Been several years ago. Has been having fevers. Sent to me for some redness over mid epigastric region. Some tenderness there. Does have history of smoking. Exam: abdomen; soft, mildly distended, some tenderness with some erythema in upper midline area where former hernia was, some fullness there. Recommend admission to hospital with flat and upright of abdomen ordered x-ray, as well as CT scan abdomen and pelvis. Place on intravenous antibiotics, then make determination based on CT what to proceed with. Probably will need mesh removed if there is an abscess present. On (B)(6) 2010: (B)(6), md. Radiology CT pelvis with contrast. History: hernia. Pain and fever. Findings: pelvis demonstrates no mass, fluid collection, adenopathy or inflammatory changes. Impression: no acute findings or mass in pelvis. On (B)(6) 2010: (B)(6), md. Radiology CT abdomen with contrast. Evaluation: multiple layers of what appear to be abscess formation involving posterior fascia posterior to the meshwork itself along anterior abdominal wall with air fluid mixture and adjacent induration and then splitting of the meshwork itself with a 6-7 cm large air-fluid collection and then induration with some air within it involving the anterior abdominal wall fascia adjacent to subcutaneous fat, and is contiguous with skin wound. Transverse colon adjacent to superior aspect of this combination of collection, but there does not appear to be any loop of bowel actually within the abscess nor any fistulous communication, as no oral contrast within abscess cavity. Has developed compared to prior study of 2008. Liver, pancreas, gallbladder, kidneys and adrenal glands normal. No intraperitoneal abscess. Intestinal gas pattern normal. Pelvis demonstrates no acute findings. Impression: multilevel abscess formation involving ventral abdominal wall hernia surgical site with air and fluid mixture within posterior fascia, with the meshwork itself splitting anterior and posterior layers with large air-fluid collection and induration and air also notes within anterior tissues relative to the meshwork itself adjacent to skin wound. Findings developed since prior CT scan. Does not appear to be fistulous communication with either small bowel or large bowel though transverse colon is against superior aspect of this various collection. On (B)(6) 2010: (B)(6), md. Radiology acute abdominal series, three views: flat and erect abdomen, two views. History: ventral hernia. Fever. Cellulitis. Surgical clips remain in pelvis. Interval placement of mesh material over the midline over the abdomen. Air scattered throughout small and large bowel in non-specific pattern with air noted to level of rectum. Nasogastric tube in place with tip in lateral cardiac of stomach. No bowel dilation identifies to suggest obstruction. No free air or abnormal calcification identified. Degenerative change again seen in spine. Posterior-anterior chest, one view. Compared to on (B)(6) 2007. Nasogastric tube in place. Heart and mediastinum otherwise unremarkable. Lungs fully inflated and clear. Impression: non-specific bowel gas pattern, which could represent ileus. No evidence to suggest obstruction. Clinical correlation recommended. On (B)(6) 2010: (B)(6), md. Operative report. Preoperative diagnosis: infected mesh and abdominal wound. Postoperative diagnosis: infected mesh and abdominal wound. Operative procedures: abdominal exploration with removal of infected mesh. Placement of a xenograft, 6 x 10 cm. Anesthesia: general endotracheal. Drains: there were no drains placed. Complications: no complications. Estimated blood loss: less than 50 cc. Procedure in detail: ¿the patient was prepped with betadine and sterilely draped. His previous midline incision was opened. There was pus present. This was suctioned out and cultured. Once the culture was removed, the mesh was able to gently be removed. It was basically almost separated off fairly easily and was able to be removed without difficulty in its entirety. At this point, the wound was then pulsavac irrigated. There was no evidence of any large-bowel fistula or injuries. I then placed the xenograft, 6 x 10 cm and sutured it on layer with a pre-existing fascia using interrupted 0 prolene sutures. The wound was then loosely reapproximated. The skin was reapproximated in 3 positions using skin stapler and then packed using iodoform-soaked gauze and telfa. The patient tolerated the procedure well, was extubated, and transferred to the recovery room. Findings were discussed with the family.¿ on (B)(6) 2010: [missing records: a culture report detailing analysis of the specimens collected during on (B)(6) 2010 procedure was not provided.] On (B)(6) 2010: (B)(6). Pathology report. Accession number: (B)(4). Specimen(s) received: soft tissue, not otherwise specified. Clinical history: pre-operative diagnosis: cellulitis / ventrose hernia. Procedure: exploratory laparotomy with drainage of intraabdominal abscess, removal inflated mesh, placement of strattera tissue mesh. Post-operative diagnosis: not. Given. Specimen: explanted hernia mesh. Gross description: specimen received in formalin labeled with the patient¿s name and ¿hernia mesh¿ and this is a portion of surgical mesh which measures approximately 12 x 10 x 0.3 cm. There are portions of mucoid debris attached to the specimen and section are submitted as ¿a¿. Microscopic description: sections of tissue adherent to mesh reveal fat necrosis, foreign body reaction, and acute inflammation consistent with abscess. Final diagnosis: microscopic examination and diagnosis: abdominal wall, removal of hernia mesh: - mesh identified. Adherent soft tissue exhibiting abscess and foreign body reaction. On (B)(6) 2010: (B)(6), md. Discharge summary. Hospital course: 48-year-old white male, problems with recurrent ventral hernias. Now has evidence of abscess overlying mesh and appears to have infected mesh. Taken to surgery. Abscess drained. The mesh removed. Xenograft placed. Had small wound that he was sent home with wet-to-dry dressing changes. Doing very well. Records span 05/01/2006 to 06/18/2010. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh; recurrent incisional hernia; abscess; chronic infection & inflammation; severe pain; densely adhered to bowel loops. Additional event specific information was not provided.